Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 3mm x 20mm x 144cm coyote es balloon catheter and a 3.00mm/1.5cm/140cm small peripheral cutting balloon were used during plain old balloon angioplasty. However, during inflation, the balloons ruptured. The procedure was completed with another of the same device with no patient complications reported.